Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). An unspecified size promus premier¿ was implanted in the distal rca. Subsequently, a 38 x 2.50mm promus premier¿ drug eluting stent was selected for use and advanced to the proximal rca using an unspecified guideliner but failed to cross the lesion. The device was pulled back into the guideliner and the entire system was pulled out. However, the physician noticed that one of the stent struts was flared off the balloon and was deformed. The procedure was completed with a different device. No patient complications were reported and the patient did well after the procedure.